Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of pain, instability, dislocation and elevated metal ion levels. Subsequently, the patient was revised on (B)(6) 2012. The modular head was removed and replaced. Additionally, the patient was revised (B)(6) 2013. The modular head was removed and replaced. Review of invoice history indicates the trochanter was repaired during the (B)(6) 2012 revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-00401 / -00403 and -03957).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of pain, instability, dislocation and elevated metal ion levels. Subsequently, the patient was revised on (B)(6) 2012. Additionally, the patient was revised (B)(6) 2013. Review of invoice history indicates the trochanter was repaired during the (B)(6) 2012 revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's operative (op) notes dated (B)(6) 2012 reports patient was revised due to hip fracture. During the revision procedure, the op report notes scar tissue, black deposits in the soft tissue consistent with metallosis, cavitary defect, and heterotrophic bone were observed. The modular head was removed and replaced. Additional op notes dated (B)(6) 2013 reports patient was revised due to metallosis and for the removal of abductor mechanism. Op notes report the presence of bloody and dark-tinged fluid consistent with metallosis and a defect in the mid region of the hip abductors. The head was removed and replaced; the cup was removed and replaced with a competitor acetabular product. The stem remains implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-00401/00403).